Event description:
It was reported during total knee arthroplasty using triathlon ar instrumentation, the tibial alignment tower was assembled and placed on the tibia in standard fashion. Upon pinning the tibial cutting block, the 0 degree slope housing on the guide was found to be loose and wobbly on the shaft of the guide. It did not appear to have a tight fit any more on the guide. Dr. (B)(6) brought this to my attention he asked for another guide. A second ar triathlon tray was opened and the tibial housing was used on the same guide and the guide was no longer loose. Dr. D pinned the block and proceeded with the surgery. The outcome of the surgery was not affected.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.